Event description:
I am filing a report for essure... I have been implanted for 6 years now and since I was implanted I have slowly started having horrible periods, debilitating pain in my left side and extreme fatigue... Since being implanted I have developed high blood pressure cholesterol at age (B)(6) also have become lactose intolerant and possible glutein sensitivity!! Pain during intercourse!! These horrible things have affected my quality of life in almost all facest!!!